Event description:
On january 1, 1992, a 69 year old patient in the psychiatric unit fell and sustained a subcapital fracture of the left femoral necl. She underwent a primary replacement on january 2, 1992.on january 21, 1992, she complained of pain and a mild limb shortening was noted on examination by dr. Stackhouse. An x-ray revealed complete dislocation of total left hip prosthesis with acute fracture of femoral cortex above the lesser trochanter.the patient's medical history is negative. She had apparently been in excellent physical health. She has a long history of paranoid schizophrenia.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.